Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of bioprosthetic heart valves. The IFU warns that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In addition, it cautions that residual mean gradient may be higher in a 'thv-in-failing prosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. The valve academic research consortium-3 (varc-3) defines nonstructural valve dysfunction (nsvd) as any abnormality, not intrinsic to the prosthetic valve, resulting in valve dysfunction. Examples include paravalvular regurgitation, leaflet entrapment by pannus, prosthesis-patient mismatch (ppm), and inappropriate positioning or sizing. Prothesis-patient mismatch (ppm) refers to structurally and functionally normal prosthetic valves with an effective orifice area (eoa) physiologically smaller compared to the patient's body surface area (bsa) and cardiac output, thus resulting in abnormally high post-operative gradients. Based on varc-3, for an aortic valve prosthesis, severe ppm is defined by an indexed effective orifice area (ieoa) of <0.65 cm2/m2 and ieoa of '0.55 cm2/m2 for those with body mass index '30 kg/m2. In the mitral position, ppm occurs when there is residual mitral stenosis with higher trans-mitral gradients after mitral valve replacement. For a mitral valve prosthesis, severe ppm is defined as an ieoa of '0.9 cm2/m and ieoa of '0.75 cm2/m2 for those with body mass index '30 kg/m2. Literature review suggests that predictors of ppm after surgical valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger bsa, larger body mass index, smaller baseline eoa, smaller landing zone diameter and the utilization of a bioprosthesis. The possibility of prosthesis-patient mismatch should be considered in cases of consistently increased transprosthetic gradients with normal leaflet motion (in the absence of significant regurgitation). The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per to the IFU, it is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The IFU mentions that post-procedure and follow-up assessment of transcatheter heart valve performance by doppler echocardiography may be impacted by inherent limitations in the bernoulli equation used to determine measurements such as mean gradient, eoa, and prosthesis-patient mismatch. These limitations may lead to an overstating or understating of valve performance measurements after valve implantation. Per the IFU and varc-3, a post-procedural echocardiogram should be used to establish a baseline from which future follow-up visits are compared to, especially if prosthesis-patient mismatch is present after valve implantation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information available, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information available, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, per article "transcatheter closure of an lvot to la fistula after aortic bioprosthetic valve fracture", a patient with a history of surgical aortic valve replacement (st. Jude epic), followed by valve-in-valve tavr using a 26mm sapien 3 valve, presented with significant dyspnea thought to be due to a valve-in-valve patient prosthesis mismatch. They underwent valve fracture of the tavr valve. Post'balloon valvuloplasty, the patient developed an lvot-la fistula. They presented with worsening exertional dyspnea. Transesophageal echocardiography confirmed the fistula, and a percutaneous transvenous closure using an amplatzer IV vascular plug was successfully performed. After the procedure, the patient's symptoms markedly improved.